Event description:
Her history dates back to 1977 when she had bilateral implants placed for augmentation. Six to seven years later, she developed a rash that was felt by dermatologist to be consistent with a lupus rash. Then she developed fatigue with myalgia and arthralgias in the lower extremities, numbness and tingling in the hands and feet. She also developed pain in the left chest which radiates to the left arm. As a result of systemic symptoms contracture, breast pain and rupture, it is medically necessary to remove both implants and do a total capsulectomy.